Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of bleeding is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bleeding, silicone migration and rupture.

Event description:
Healthcare professional reported right side rupture, concern of textured implant, "prosthesis formed normally around the insertion, however, it was three to four centimeters round of tissue that had been covered by the chest wall, which was very weak as if it had been physically stimulated for a long time. Due to poor condition, biopsy testing requested as an additional inspection for accurate findings. Weakened skin tissue touched and was bleeding", "abnormalities were found in the membrane tissue about 3 to 4 cm in the middle of the chest", tore and silicone was found in contralateral side, "lesions. Some parts of them film gel-like and peeled off and some bleeding", palpable mass. The device was explanted. Materials were sent to the lab for ruling out of bia-alcl; results not received.

Event description:
Healthcare professional reported right side rupture, concern of textured implant, "prosthesis formed normally around the insertion, however, it was three to four centimeters round of tissue that had been covered by the chest wall, which was very weak as if it had been physically stimulated for a long time...due to poor condition, biopsy testing requested as an additional inspection for accurate findings... Weakened skin tissue touched and was bleeding", "abnormalities were found in the membrane tissue about 3 to 4 cm in the middle of the chest", tore and silicone was found in contralateral side, "lesions.. Some parts of them film gel-like and peeled off and some bleeding", palpable mass. The device was explanted. Materials were sent to the lab for ruling out of bia-alcl; results showed negative for malignancy (alk-, cd30 -) and noted "mild chronic inflammation".